Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.2 row a was not detected on the bus. The field service engineer (fse) powered down the medstation, removed all pockets, cleaned tray foil and debris, reseated row board cables, and replaced row board a. Pockets were reinstalled excluding the originally affected a and e pockets, restoring normal detection. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the storage space failed. The customer rebooted the device and attempted recovery, but the issue persisted. The customer also performed a power cycle by unplugging the station, waiting 2-5 minutes, reconnecting power, and turning it back on; however, recovery of the drawer continued to fail. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.